Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative (rep) having felt extreme pain running down their left leg while showering. The patient turned the device off, then turned stimulation on and felt the pain again. The patient then turned stimulation off for two days and after turning stimulation on this time, the patient did not feel pain. The patient contacted the rep again on (B)(6) 2016 and verified that she did not feel the pain. Stimulation was on and the rep was planning to meet with the patient and check impedances, but an appointment had not yet been scheduled. The pain was noted to be a sudden change in therapy/symptoms. The patient was working with the health care professional (hcp) to set up an appointment. Indication for use included degen disc disease/ herniated disc pain.

Event description:
Additional information received from the consumer reported their pain came on for no reason. It was further reported the consumer believed the jabs of pain were caused by stimulation since once the battery died and reached its' end of life on (B)(6) 2016 they no longer experienced anymore jabbing pain. It was noted the battery needed to be replaced due to its' battery life ending.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.